Event description:
On (B)(6) 2014, the patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation as well as the initial call recording which was listened to by the medical surveillance specialist (mss). The patient stated that the alleged inaccuracy issue had been happening ¿all along¿ since the patient obtained their meter. The patient provided the following meter readings which were obtained from the subject meter at an unknown time: ¿125 and 72mg/dl¿. The patient stated that they manage their diabetes with an unknown type/dosage of insulin, which they take up to six times per day and adjust their dose based on meter readings. It is not known if the patient made any changes to their regular diabetes management routine as a result of the alleged product issue. At an unknown time after the product issue started the patient developed the symptoms of ¿shaky and dizzy¿, and immediately drank some orange juice and ate bread in response to these symptoms. At the time of troubleshooting, the csr noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. The results which were obtained were obtained less than 20 minutes from each other, and the calculated difference of these glucose results exceeds lfs¿s criteria for precision this complaint is being reported because the patient claims that they obtained inaccurately erratic readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.